Event description:
A surgeon reports dissatisfaction with the patient outcomes. Additional information provided by the surgeon indicates this patient received a bilateral custom lasek procedure. This report is for the right eye, the left eye is being reported under manufacturer report # 1061857-2009-00056. Postoperatively, this patient exhibited an overcorrection and a decrease in bcva in the right eye. Additional information provided by the surgeon indicates an enhancement is planned following a 3 month period. The safety and effectiveness of lasek surgery has not been established and is not an approved indication for this device.

Manufacturer narrative:
A surgery database performance verification was performed on this laser system. The analysis determined the laser performance factors analyzed were operating within specification during the time of the patient's surgery. During the on-site investigation, the engineer was unable to find any issues with the laser and completed a successful system verification to specifications.